Event description:
It was reported by the patient that she had a hip replacement in 2005. About three weeks later, she began experiencing clicking and pain in her groin running down to her foot. She experienced three dislocations and was revised on three months later. It was further reported by the patient that the hip was put in at the wrong angle, and the revision used screws to keep it from falling out of the socket.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.